Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 672 mg/dl. Prior to the event, the customer experienced excessive thirst, and passed out. The customer declined troubleshooting, and felt that the insulin pump was working fine. The customer's doctors felt that fluid in his knee caused the high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.